Event description:
User alleges infusing two units of blood through the level 1 warmer rapidly. They put one unit up and were about to put the other unit up when they noticed that the giving set was leaking from below the white plastic collar attached to the fluid chamber (the first one). They immediately stopped the infusion and prepared another set to continue the infusion. This caused delay in delivery of the two units of blood that had been requested.

Manufacturer narrative:
Received this report without the second page. Per FDA directive on (B)(6) 2011, this report will be processed as is.